Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had an overdischarged battery. The patient stated that the therapy was ineffective and they stopped using it. The patient needs the device charged for MRI. The device was attempted to be read by the 8840. A prm was performed. The MRI was performed for back pain which was what the device was implanted to treat. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2018. The rep reported that the physician mode recharge was resolved so the patient could get an MRI. The rep had no further information. Additional information was received from the patient on (B)(6) 2018. The patient reported that it never worked like the trial period. The patient reported the doctor tried moving the leads to get more coverage and it didn¿t work. The patient reported that they tried lots of different settings over a year and couldn¿t get it to hit the right spots. The patient reported that they were trying to keep it charged and they would probably get it removed. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient experienced a return of pain and the patient's ins had been explanted. The issue was resolved.